Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received reporting the patient had the device removed at bedside without a clinical on-site, and the pump unfortunately discarded.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 component code changed to g07003. The investigation for the patient-device interaction/major bleed has been completed. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative update: the impella pump/catheter was reported to be properly angle-matched with repo sheath in place, forward suturing was utilized and 4x4 gauze was applied. (Previously reported as introducer). Additional information received on 14may2026 this patient had the device removed at bedside without a clinical on-site, and the pump unfortunately discarded. A 67-year-old male with acute myocardial infarction and cardiogenic shock (pre-support clinical condition consistent with scai shock stage e) underwent placement of an impella 5.5 (sn (B)(6)) via right femoral arterial percutaneous access on (B)(6) 2026 at 22:34. The patient was also an (ecpr) extracorporeal cardiopulmonary resuscitation/va ECMO (veno-arterial extracorporeal membrane oxygenation). The patient with a medical history significant for peripheral arterial/vascular disease and obesity. After transfer to the ICU, the patient was noted to have a small hematoma with slight oozing at the right groin access site adjacent to the venous va ECMO cannula. The impella introducer was reported to be properly angle-matched with the reposheath in place, forward suturing was utilized, and 4x4 gauze was applied. The estimated blood loss was approximately 30¿50 ml. Two units of packed red blood cells were transfused. Hemostasis was achieved over time. The impella device was not removed due to the event and was explanted on (B)(6) 2026 at 09:35. Care was subsequently withdrawn due to the patient¿s overall critical condition, and the patient expired. The reported event was access site bleeding with a small hematoma occurring after ICU transfer in a critically ill va ECMO/ecpr patient. Hemostasis was achieved and there was no evidence of impella device malfunction or failure contributing to the event. The patient¿s death followed withdrawal of care related to underlying disease severity. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support

Event description:
A 67-year-old male with acute myocardial infarction and cardiogenic shock (pre-support clinical condition consistent with scai shock stage e) underwent placement of an impella 5.5 (sn (B)(6)) via right femoral arterial percutaneous access on (B)(6) 2026 at 22:34. The patient was also an (ecpr) extracorporeal cardiopulmonary resuscitation/va ECMO (veno-arterial extracorporeal membrane oxygenation). The patient with a medical history significant for peripheral arterial/vascular disease and obesity. After transfer to the ICU, the patient was noted to have a small hematoma with slight oozing at the right groin access site adjacent to the venous va ECMO cannula. The impella introducer was reported to be properly angle-matched with the reposheath in place, forward suturing was utilized, and 4x4 gauze was applied. The estimated blood loss was approximately 30¿50 ml. Two units of packed red blood cells were transfused. Hemostasis was achieved over time. The impella device was not removed due to the event and was explanted on (B)(6) 2026 at 09:35. Care was subsequently withdrawn due to the patient¿s overall critical condition, and the patient expired. Conclusion: the reported event was access site bleeding with a small hematoma occurring after ICU transfer in a critically ill va ECMO/ecpr patient. Hemostasis was achieved and there was no evidence of impella device malfunction or failure contributing to the event. The patient¿s death followed withdrawal of care related to underlying disease severity. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.